Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual examination of the complaint device revealed that the needle of the gauge was at 0 atm. The extension tubing could be disconnected from the device upon receipt. A functional evaluation of the syringe assembly was done with a sample stopcock and the syringe was able to be pressurized without any issues or leaks. The cause of the malfunction encountered during the procedure was likely due to anatomical or procedural factors which limited the performance of the device. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gauge needle did not move as the balloon was being inflated, so the use of this device was discontinued. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.